Event description:
Philips received a complaint on the v60 device and it was reported that there was a low leak co2 rebreathing error message. The remote service engineer (rse) advised the customer to check the exhalation port at bottom of unit and the exhalation tubing inside the unit for obstruction. If there is no obstruction, replace the flow sensor assembly to correct the issue. The issue was discovered during a periodic maintenance event; there was no patient involvement.

Manufacturer narrative:
H10: the customer replaced flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).